Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated set with cassette was damaged; further described as ¿the cassette was found to be detached¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and an incomplete weld between the cassette sheeting and the molded cassette was observed. The reported condition was verified. The cause of the condition was related to manufacturing during the sonic welding process indicating the energy director was not fully melted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.